Manufacturer narrative:
Product analysis damage was noted along the heating coil/element. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Heating element/coil was not exposed, and no biologics were observed. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft; the kink was observed at approx. 98.8cm from the distal tip of the device the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.7 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 156.3 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.71 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message (photo 14-15). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of venous insufficiency with the closurefast 7f 100cm catheter, the catheter was not responding or recognized, and a defective catheter was indicated. Another catheter was used with the same generator. The patient remained alive with no injury. No patient complications have been reported as a result of this event.